Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a brachytherapy procedure, the device allegedly failed to eject seeds, when the twenty seeds in the cartridge were attempted to be discharged. Reportedly, all the seeds were taken out from the cartridge and repacked in a spare cartridge for use. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. However, a device history record review was performed for the seeds and lot met all release criteria. Investigation summary: one empty mick-20 cartridge, was returned for evaluation and was labeled as biohazardous. The cartridge was inspected and nothing unusual was noted. The mick -20 cartridge was then loaded with the 20 non-radioactive brachyseeds, and was inserted into a mick applicator. All 20 non-radioactive brachyseeds dispensed as expected. Upon completion of dispensing, the cartridge was removed from the applicator and examined. No issues noted. This complaint is not confirmed for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: the instruction for use was reviewed for brachysource mick. There is a warning section for mick cartridges stating "do not force cartridges into applicator, and do not forcibly remove cartridges from applicator"

Event description:
It was reported that during a brachytherapy procedure, the device allegedly failed to eject seeds, when the twenty seeds in the cartridge were attempted to be discharged. Reportedly, all the seeds were taken out from the cartridge and repacked in a spare cartridge for use. There was no reported patient injury.